Manufacturer narrative:
Correction: h6 investigation findings, h10 plant investigation plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A photo was provided for the investigation. The reported event was confirmed using the attached photo. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be established.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine powered down and found a burned ground wire from the heater connector to the ground post. Per bmt the heater was faulty. There was no patient connected to the machine at the time of the incident and there was no noted harm to any patients or individuals because of this malfunction. Here was no report of a burn smell, smoke, sparks or flames. The bmt stated the machine remains out of service pending receipt of replacement parts and repair of the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 2,394 hours and was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per bmt the machine has not had a previous history of failing an electrical leakage test. A photo was provided for the investigation.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine powered down and found a burned ground wire from the heater connector to the ground post. Per bmt the heater was faulty. There was no patient connected to the machine at the time of the incident and there was no noted harm to any patients or individuals because of this malfunction. Here was no report of a burn smell, smoke, sparks or flames. The bmt stated the machine remains out of service pending receipt of replacement parts and repair of the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 2,394 hours and was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per bmt the machine has not had a previous history of failing an electrical leakage test. A photo was provided for the investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine powered down and found a burned ground wire from the heater connector to the ground post. Per bmt the heater was faulty. There was no patient connected to the machine at the time of the incident and there was no noted harm to any patients or individuals because of this malfunction. Here was no report of a burn smell, smoke, sparks or flames. The bmt stated the machine remains out of service pending receipt of replacement parts and repair of the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 2,394 hours and was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per bmt the machine has not had a previous history of failing an electrical leakage test. A photo was provided for the investigation.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine powered down and found a burned ground wire from the heater connector to the ground post. Per bmt the heater was faulty. There was no patient connected to the machine at the time of the incident and there was no noted harm to any patients or individuals because of this malfunction. Additional information was requested but was not received to date.